Manufacturer narrative:
On the field service engineer's service visits, he inspected the module, performed precision checks and mechanical checks, adjusted the air pump to the correct level, performed successful cell blank measurement, photometer check, calibrations, and qcs, performed adjustments in the ultrasonic mixer and reagent pipetting, verified the correct frequency setting, performed photometric cleaning, replaced tubes and cuvettes, ran a cell blank, verified the gear pump head pressures, cuvette fill levels, wash station flow rates, and the probes at the wash stations, rechecked the adjustments of the ultrasonic mixer and performed further a successful precision check. The investigation determined that the event was consistent with a hardware-related issue.

Manufacturer narrative:
The reagent lot number and the expiration date were not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium and alkaline phosphatase (alp) assay results from three patient samples tested on the cobas 8000 c702 module. Patient sample 1, calcium, the initial result was 0.46. The repeat result was 2.29. Patient sample 2, calcium, the initial result was <0.20. The repeat result was 2.27. Patient sample 3, alp, the initial result was 104. The repeat result was 454. The units of measurement were not provided.